Manufacturer narrative:
The returned product was evaluated and the root cause could not be determined. The received device completed sterility within specification and no issues noted that would result in an irritated insertion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h / 2016; using the pod 5 / page 44; living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient developed a skin irritation while wearing the pod between 4 and 24 hours. The patient's doctor prescribed hydrocortisone 2.5 ointment to treat the skin irritation.